Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose was in the 114-340 mg/dl range. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer completed an infusion set change to resolve the issue.